Event description:
Reportedly, on (B)(6) 2025, the smartview hotspot is stuck on orange light. Rebooting or letting the power on for more than hour did not resolve the issue. Data were transmitted correctly since on (B)(6) 2024 but suddenly stopped on (B)(6) 2025.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed for the moment. Next report will provide investigation results.

Manufacturer narrative:
Upon receipt, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and communication was not possible. The observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. However, the first cause of this problem could not be fully identified, as the home monitor in question is permanently damaged. This case is recorded for trending purposes.

Event description:
Reportedly, on 1-july-2025, the smartview hotspot is stuck on orange light. Rebooting or letting the power on for more than hour did not resolve the issue. Data were transmitted correctly since jun-2024 but suddenly stopped in july-2025.